Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys tsh assay (tsh), elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), and the elecsys anti-tshr immunoassay (anti-tshr) on a cobas 8000 e 801 module (e801). The erroneous results were reported outside of the laboratory. The patients' endocrine doctor stated that the he suspected high tsh results for the samples. (B)(6). The first patient sample was collected on (B)(6) 2017 and the second patient sample was collected on (B)(6) 2017. Both patient samples were tested on the e801 analyzer at the customer site on (B)(6) 2017. The samples were repeated on a centaur analyzer and the anti-tshr test for sample 1 was repeated using the yamasa test method. Both samples were provided for investigation where they were tested on a second e801 analyzer and a cobas e 411 immunoassay analyzer (e411). No adverse events were alleged to have occurred with the patients. The e801 analyzer used at the customer site was serial number (B)(4). The e801 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 257824, with an expiration date of october 2018 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 257857, with an expiration date of july 2018 was used on this analyzer. A specific root cause could not be determined based on the provided information. There was not a sufficient amount of sample volume left for further investigation. A general reagent issue can most likely be excluded. A factor which interferes with one or more components of the assays from roche and /or siemens may be present in the samples of these patients.